Event description:
Pt 1 initial creatinine result of 2.4 mg/dl. Same sample repeated on a different analyzer, same methodology, recovered 0.3 mg/dl. Repeated again, recovered 0.3 mg/dl. The initial results were reported, pt was not adversely affected. Pt 2 initial creatinine result 1.9 mg/dl, repeat on same analyzer recovered 0.3 mg/dl. Initial result was not reported. The field service representative was unable to determine cause. The user reports no further occurrences.